Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the they experienced hyperglycemia. The customer blood glucose level was 511 mg/dl at the time of incident and last night blood glucose was 121 mg/dl. The customer was treated with manual injections for high blood glucose level. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer did allege pump was under delivering because she went to bed with a blood glucose of 121 mg/dl and woke up with a blood glucose of 511 mg/dl. Customer stated that the bolus wizard is programmed accurately. Customer wishes to perform the high performance test also they did not have a tubing clamp available. The device will not be returned for analysis.